Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's stimulation was only on one side of her body. The sjm representative had reprogrammed the pt several times. Interrogation of system revealed there were two contacts with low impedance. It was reported with the final reprogramming session, the scs system was able to provide the pt with full coverage.